Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that solution leaked onto the floor from the connection area of the cassette to the solution bag. This occurred during setup for peritoneal dialysis therapy. Nothing was found that would have caused or contributed to the leak. The technical service representative had the patient setup again, and the hc machine self tested and primed correctly. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.